Event description:
The customer reported the backup battery would not charge. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the backup battery to address the finding. Final applicable testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.